Manufacturer narrative:
The manufacturer previously reported information received alleging "ventilator inoperative". There was no harm or injury reported. The device was not in patient use. During the evaluation of the device at the third-party service center, a ventilator inoperative error was discovered in the device's event log indicating the fault lies with the system board. The technician recommended replacing the device's system board to address the issue, restoring the device to normal operation. No further investigation is required at this time. Additionally, the device's air inlet foam filter and particulate filter were replaced. No cosmetic damage found. Device run on bench prior to full testing. Device tested and all testing passed.

Event description:
The manufacturer received information alleging "ventilator inoperative". There was no harm or injury reported. The device was not in patient use. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete.